Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mhra has received an adverse incident report from a patient regarding the pinnacle device where "8 years after op metal in blood stream had revision surgery (B)(6) 2013". The patient has not expressed any interest in taking this matter forward so I will not be able to provide you any further information on this case. I wanted to make you aware of this case and I expect that you will record the device type and failure mode in your records for trending purposes. We will also be monitoring this device type and failure mode on our surveillance database. I will not be taking any further action on this matter and my intention now is to close this file.

Manufacturer narrative:
The complaint states that the (B)(6) has received an adverse incident report from a patient regarding the pinnacle device where "8 years after op metal in blood stream had revision surgery (B)(6) 2013". A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information or return of products, the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419.